Event description:
The baxter tech reported a pump that did not alarm during infusion. Female pt was receiving an antibiotic infusion on channel b, and when the bag emptied the pump kept running. The tubing was dry, but there was no air infused to the pt. There was no pt injury for this service event. Per the clinical engineering mgr, there was an internal incident report filed on this service event, and this is all the info listed in that report. No additional info is available.

Manufacturer narrative:
Eval summary: the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available.